Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a surgical lead, on (B)(6) 2010. It was reported the pt is experiencing an unexplained increase in stimulation when the therapies are in use. The onset of the stimulation change was immediately after the pt had fallen down. The pt is working closely with her physician to determine the next course of action.